Event description:
(B)(6) / non-FDA full face application 840 shots of ultherapy prime by a licensed clinic (B)(6) to myself, 35 years old. Promised collagen banking at the consultation for subtle and natural anti-aging. However significant fat loss and volume loss occurred within 2-3 months post procedure causing intense psychological distress, depression and suicidal thoughts. 40k members of laser and rf (radio frequency) support group on facebook who have had similar disastrous experiences with these machines. Additional product details: ultherapy prime used for full face treatments.